Event description:
It was reported that a minimum fill notification occurred about once per month while customer attempted to load cartridge, and issue continued at time of call. There was no adverse impact to the customer¿s blood glucose level. Customer first tried reloading same cartridge without success, then, under guidance from technical support, cleaned pneumatic tap area and loaded new cartridge using proper technique, which resolved issue, and customer was able to resume insulin delivery; no additional outcome information was received.